Manufacturer narrative:
Concomitant products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving gablofen (500 mcg/ml) via an implanted pump. At implant the dose was 125 mcg/day). At the time of the report, the pump was delivering gablofen (1000 mcg/ml at 225 mcg/day; lot # unknown). The indication for pump use was cerebral palsy. The patient¿s other medication was baclofen. The patient¿s medical history included that the patient had had severe cerebral palsy from birth. She couldn¿t walk or speak and was being fed through a feeding tube. Her muscles were ¿super stiff¿ due to the palsy. The pump was implanted in order to relieve the muscle stiffness and start the rehab process so hopefully one day should could walk. On (B)(6)-2016 it was reported that the patient was implanted about 6 weeks ago and hadn¿t been successful; the patient wasn¿t getting muscle relief. The patient was very loose after getting the pump for about 3 weeks and then started becoming more stiff and more fussy. The symptoms came on gradually. The cause was unknown. The patient had had not falls or trauma. On (B)(6)-2016 the patient was admitted to the ICU (intensive care unit) with severe clonus in her legs. They were concerned about baclofen withdrawal. While the patient was in ICU, they did an x-ray of the catheter and it showed that there were no issues with the location of the catheter. The patient became loose again on (B)(6)-2016 and was also given oral baclofen (40 mg/day). The dose/day was increased and they were sent home. Forty eight hours after that the stiffness came back and the patient was again given oral baclofen (20 mg every 4-6 hours). The patient had since had the dose increased to the current rate of 225 mcg/day. The patient was still having stiffness on and off. The pump was not due to be refilled until (B)(6)-2016. A dye study was scheduled for (B)(6)-2016. There had been no pump alarms and the pump had been interrogated and showed no issues. Additional information was received from a healthcare professional on (B)(6)-2016 and it was reported that the catheter was implanted at t1. Troubleshooting performed included side port withdrawal, CT scan with isovue study, bolus given, and x-ray. The cause of the event was noted to be ¿catheter is subdural¿. Surgery was planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the distal portion of spinal segment was replaced with good csf flow. The physician found a cut in the catheter approximately 22cm from the distal tip. Physician stated he may have cut old catheter with spinal needle when placing new catheter since old catheter remained intrathecal until new catheter was implanted. The physician stated the patient not receiving the desired response from the medication. It was unknown if any environment, external or patient factors may have led or contributed to the event. The patient status was noted as alive no injury. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID 8782, serial# (B)(4), product type: catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it wasn¿t working appropriately and the patient had a catheter revision (B)(6) 2016 due to a hole in the catheter. The healthcare provider did change the level from t1 to t2 to avoid extra motion from the length of the catheter. Since the catheter revision, almost every two weeks on a saturday night the patient gets sick, not sleeping at night and stiff. The stiffness gets worse and worse. The patient would go see the healthcare provider on a tuesday and the healthcare provider would adjust the pump medication or give the patient a bolus and it would resolve for a little bit until approximately two weeks later when it occurs again. Per the reporter the patient had a pump dye test in (B)(6) 2016, exact date unknown, and then an x-ray 2 days later as part of the same test. Everything was placed and working as the healthcare provider expected it to be. The reporter planned to follow up with the healthcare provider.

Manufacturer narrative:
Analysis of the pump found no anomalies. Analysis of the 8784 catheter segment (s/n: (B)(4)) found no significant anomalies. Result code and conclusion code no longer apply. Conclusion code applies to both the pump and the returned catheter segment (s/n: (B)(4)). Code applies to the catheter segment (s/n: (B)(4)). Corrections: all catheter related device codes apply to the catheter segment (s/n: (B)(4)) or the catheter segment (s/n: (B)(4)). No complaints were alleged against the catheter segment with s/n: (B)(4). This event in this report was merged with a previously reported event, after the events were deemed to be related. The related manufacturer's report is regulatory report #3004209178-2016-24206. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated that the replacement resolved the prior issues in the (B)(6) 2016 crts call. It was stated the medication related to the event was the same as the medication in the crts call on (B)(6) 2016. After the new pump was installed they lowered the patient's dose per day and they took the medication from the old pump and put it in the new pump. The patient is currently taking baclofen (concentration of 2000mcg/ml, dose of 175mcg/day). Itr was noted that the rep would be sending back the explanted infusion pump system the week of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.